Event description:
Patient was not receiving adequate tidal volume with a large audible leak. The cuff was unable to hold pressure and therefore the trach was replaced/changed by (B)(6), rcp(respiratory care practitioner). Bilateral bs(breath sounds) and chest rise was observed post change. Patient's wob(work of breathing) decreased post intervention with tidal volumes in normal range. The lead rt(clinical lead, respiratory therapist) was notified. Performed cuff leak test submerged in water post decannulation. Bubbles did appear when air was pushed into the cuff indicating a leak.